Manufacturer narrative:
A complete lead was returned with a stylet inserted and helix retracted. Visual inspection found dried bodily fluid in the helix and neck area. The lead was put through and passed electrical continuity and insulation integrity testing. The helix mechanism failed as a result of dried bodily fluid in the helix housing and in the neck region which prohibited helix movement. An x-ray was obtained and no anomalies were identified.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead, which was implanted (B)(6) 2016 was explanted and replaced without complication or injury. Despite multiple attempts, no additional information was received from the field.